Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of chest pain and the treating doctor considered the event was serious or life threatening to the patient while the invisalign system aligners were being used. Device not returned to manufacturer.

Event description:
The patient reported symptoms of chest pain, difficulty breathing, ulcerations, coughing, nausea, headaches, sore lips, gums and tongue, swollen lips, sore throat, sensation of throat closing, swelling of lymph nodes, dryness of mouth, soreness of teeth and sores all over the mouth. The patient reported visiting the ER due to the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015 and the patient is currently fine. The treating doctor considered the event was serious or life threatening to the patient.